Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The clinic manager stated that the combi lines separated at segment that goes into the blood pump nearest the arterial chamber. Estimated blood loss was 200-300cc's. The patient had no adverse effects. Sample is not available, sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.